Event description:
Critical care nurses reported in an online survey stated no, the guidewire was not successful in providing transurethral or percutaneous access into the bladder, ureter and renal pelvis because complete obliteration of urethral lumen in relation to guidewire, hydroglide¿, flexible straight tip, fixed core, standard taper, hydrophilic, 145cm long, .038, sterile. Medical intervention was unknown. Per additional information received via email on 23aug2023, it was reported that the survey respondent stated that no, the guidewire was not successful in providing transurethral access into the bladder because complete obliteration of urethral lumen in relation to 145fs38 - guidewire, hydroglide¿, flexible straight tip, fixed core, standard taper, hydrophilic, 145cm long, .038, sterile.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be "materials of construction are not biocompatible". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "description: guidewires are used to provide access and facilitate passage of endourological instrumentation during urological procedures. Hydrophilic guidewires are offered in many different configurations that include: sizes (lengths and diameters), tip designs, and stiffness. The bard® nicore¿ wire has a nitinol core and a hydrophilic coating. The bard® hydro-glide¿ stainless steel guidewires are available with a hydrophilic coating. Indications: bard® guidewires are indicated to provide transurethral and/or percutaneous access into the bladder, ureter or renal pelvis. Contraindications: there are no known contraindications warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention. This is a single use device. Do not resterilize any portion of this device. Reuse and/ or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: should be used only by physicians thoroughly trained in endourological guidewire techniques." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the survey respondent stated no, the guidewire was not successful in providing transurethral or percutaneous access into the bladder, ureter and renal pelvis because complete obliteration of urethral lumen in relation to guidewire, hydroglide¿, flexible straight tip, fixed core, standard taper, hydrophilic, 145cm long, .038, sterile. Medical intervention was unknown. Per additional information received via email on 23 aug 2023, it was reported that the survey respondent stated that no, the guidewire was not successful in providing transurethral access into the bladder because complete obliteration of urethral lumen in relation to 145fs38 - guidewire, hydroglide¿, flexible straight tip, fixed core, standard taper, hydrophilic, 145cm long, .038, sterile.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.